Manufacturer narrative:
The customer will be sending the sample for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
The customer reported that inner cutter on the vitrectomy probe did not actuate during surgery. The vitrectomy probe passed the initial testing. The vitrectomy probe was switched out and the case was completed as planned. No pt injury was reported.